Event description:
The customer reported that on (B)(6) 2012, the patient underwent an abdominoplasty procedure. It was later found that the patient had a skin necrosis in the subcutaneous cellular tissue close to where the electrosurgical pencil had been used. The patient required a second procedure that was performed on (B)(6) 2012 to debride and excise the effected tissue. The patient injury has been reported as being resolved.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.